Manufacturer narrative:
Added information to b5 and h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information that a patient with a 23mm 3000 pericardial aortic valve underwent a valve-in-valve procedure due to aortic stenosis and mild aortic regurgitation secondary to structural valve deterioration after implant of approximately thirteen (13) years and one (1) month. The patient had symptom of heart failure nhya class ii, dyspnea on effort.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including an implant duration of greater than 10 years.

Event description:
Edwards received information that aortic stenosis and mild aortic regurgitation secondary to structural valve deterioration was seen to a patient with a 23mm 3000 pericardial aortic valve after implant of unknown period. The patient had symptom of heart failure nhya class ii, dyspnea on effort. Valve-in-valve procedure is under consideration.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.